Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After insertion of the catheter, the user performed a test injection of the solution to the inserted catheter and the solution flowed in the catheter without problem at that time. However when the user injected again before surgery, the medical solution could not be injected through the inserted catheter. As a result, the catheter was replaced by a new one and the procedure was successfully continued. The user tried to inject the solution through the removed catheter but the solution could not be injected. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported medication could not be injected through the catheter. The customer returned one epidural catheter, one snaplock adapter, and one flat filter. The components were received connected together (reference files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned flat filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the catheter coils and adhesive residue is present on the catheter body exterior. No other defects or anomalies were observed. A manual flow test was performed using the returned components. A 20ml lab inventory syringe was connected to the returned flat filter, snaplock adapter, and catheter. Using hand pressure, the other remarks: water was injected. Water could be seen immediately exiting the distal end of the catheter. No blockages were found. The reported complaint of medication not injecting through the catheter could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test. There were no functional issues found with the returned sample.

Event description:
After insertion of the catheter, the user performed a test injection of the solution to the inserted catheter and the solution flowed in the catheter without problem at that time. However when the user injected again before surgery, the medical solution could not be injected through the inserted catheter. As a result, the catheter was replaced by a new one and the procedure was successfully continued. The user tried to inject the solution through the removed catheter but the solution could not be injected. The patient's condition was reported as fine.